Event description:
This ra lead with unknown implant date and still remains implanted at this time. A call was placed on august 18, 2017, technical services reviewed latitude and noted an out of range impedance alert and atrial lead safety switch occurred on (B)(6) 2017 due to a >3000 ohm reading. The noise on the atrial lead is likely myopotential due to unipolar sensing after. The lead safety switch. The physician was unknown at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).